Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) would not turn on. The epg failed the incoming test due to super cap voltage. The battery drawer clip was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg is expected to return for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.